Manufacturer narrative:
1. Production process review: check the production records of this batch of products, ensure that there are no abnormalities in the production process, and conduct investigation and analysis from the following aspects: person: production employees who have been training and are qualified to handle their jobs, and products have no mistakes,so we can rule out this factor. Machine: this product is assembled using an automatic assembly machine, and the production equipment is checked daily. The equipment is equipped with a blowing device to check for blockages in the hypodermic needles and automatically remove defective products. Before each shift, the inspector confirms the equipment's testing function and only produces if it is functioning properly. Therefore, this factor can be ruled out. Material: the raw materials of the product have not changed, so this factor can be ruled out. Method: the production process of the product has not changed, and the product is assembled using an automatic assembly machine. During and after the silicification process, the needle tube is kept under air blowing control to prevent silicone oil blockage,so we also can rule out this factor. Environment:this product is assembled and produced in a clean workshop, so this factor can be ruled out. 2. Batch testing: extract batch number: ckdd02-01 specification: 25g*1 1/2''(0.5mm*38mm) hypodemic needles retention sample of 10 for testing: 1). Extract 5 pcs needles for lumen patency testing according to iso 7864:2016 standard requirements, and the test results meet the requirements. 2) extract 5 pcs needles simulated clinical samples for injection testing, and all samples results are smooth and unobstructed. 3.sample testing: august 22, 2025 batch number: ckdd02-01 specification: 25g* 1 1/2 "(0.5mm*38mm) 10 unused samples were tested from this batch. 1)perform lumen patency testing using 5 needles according to iso 7864:2016 standard requirements, and the test results meet the requirements. 2)five simulated clinical samples were used for injection testing, and all samples were unobstructed without blockage. 4.cause analysis: based on the comprehensive investigation and analysis, and according to the feedback description, the hypodermic needle was initially able to inject, but at a certain point, the liquid medicine could no longer be injected. This indicates that the hypodermic needle was not clogged. 4.cause analysis: based on the above investigation and feedback description, the hypodermic needles were able to inject beyond its initial capacity, and at some point, the medication could not continue to be injected, indicating that the hypodermic needle itself was not blocked. The reason for the analysis is: 1) it may be due to clinical practice of using hypodermic needles to directly puncture drug bottles for medication retrieval. During the needle tip puncture of the rubber stopper, rubber stopper debris enters the needle tube and is sucked into the syringe, causing blockage of the needle tube during the injection process. 2) it is also possible that foreign objects have entered the syringe, causing blockage of the syringe during the injection process. 2025.09.22 update: test on retained samples returned from the customer performed on(B)(6) 2025: the results indicate the products are qualified.

Event description:
There is some resistance when inject,and initially allows for injection, after that, the flow of the medication stops and injection cannot continue. They had to switch to another needle tube to complete the injection

Event description:
There is some resistance when inject, and initially allows for injection, after that, the flow of the medication stops and injection cannot continue. They had to switch to another needle tube to complete the injection.

Manufacturer narrative:
1. Production process review: check the production records of this batch of products, ensure that there are no abnormalities in the production process, and conduct investigation and analysis from the following aspects: person: production employees who have been training and are qualified to handle their jobs, and products have no mistakes,so we can rule out this factor. Machine: this product is assembled using an automatic assembly machine, and the production equipment is checked daily. The equipment is equipped with a blowing device to check for blockages in the hypodermic needles and automatically remove defective products. Before each shift, the inspector confirms the equipment's testing function and only produces if it is functioning properly. Therefore, this factor can be ruled out. Material: the raw materials of the product have not changed, so this factor can be ruled out. Method: the production process of the product has not changed, and the product is assembled using an automatic assembly machine. During and after the silicification process, the needle tube is kept under air blowing control to prevent silicone oil blockage, so we also can rule out this factor. Environment: this product is assembled and produced in a clean workshop, so this factor can be ruled out. 2. Batch testing: extract batch number: ckdd02-01 specification: 25g*1 1/2''(0.5mm*38mm) hypodemic needles retention sample of 10 for testing: 1). Extract 5 pcs needles for lumen patency testing according to iso 7864:2016 standard requirements, and the test results meet the requirements. 2) extract 5 pcs needles simulated clinical samples for injection testing, and all samples results are smooth and unobstructed. 3. Cause analysis: based on the above investigation and feedback description, the hypodermic needles were able to inject beyond its initial capacity, and at some point, the medication could not continue to be injected, indicating that the hypodermic needle itself was not blocked. The reason for the analysis is: 1) it may be due to clinical practice of using hypodermic needles to directly puncture drug bottles for medication retrieval. During the needle tip puncture of the rubber stopper, rubber stopper debris enters the needle tube and is sucked into the syringe, causing blockage of the needle tube during the injection process. 2) it is also possible that foreign objects have entered the syringe, causing blockage of the syringe during the injection process.